Manufacturer narrative:
The reported event was confirmed ¿ cause unknown. The reported failure was able to be reproduced. The product was used for urological care. Evaluation confirmed the balloon was burst. However, the exact cause of how and when the problem occurred could not be determined. The potential root cause for this failure could be user related (example: contact with sharp object)/ exposure to petrolatum based products/ mechanical failure/operator error). A potential root cause for this failure mode could be low latex viscosity, short latex dwell time, latex dip speed out too slow causing thin sac. A review of the device history record did not show any problems or condition that would have contributed to the reported issue. The instructions for use were found adequate and state the following: "bard ® i.c. Silver foley tray single use only [warnings] 1.method for use (1)do not inflate the balloon in the urethra. [The urethra may be injured.] (2)do not pull the catheter hard. [ the bladder/urethra may be injured] 2.applicable patients with delirium who might pull out catheter [when patient tugs at catheter unconsciously , the bladder and urethra may be injured. Contraindications] 1. Method for use: (1) do not reuse. (2) do not resterilize. (3) this device contains 10% povidone iodine. For patients with past history of allergic hypersensitivity to povidone iodine or iodine, consider using alternative disinfectants. (4) be careful that the catheter is not exposed to ointments, contrast medium or oil based lubricants (including vegetable oils such as olive oil, mineral oils such as white petrolatum and animal oils). [They may damage the device and may burst balloon.] (5) do not hold the device with forceps, etc. Avoid contact with any blades or sharp edged instruments. [Catheter damage may cause balloon rupture and accidental balloon removal or failure to deflate or remove the balloon.] 2. Applicable patients (1) patients who are or have been allergic to natural rubber latex (2) patients with known allergy to silver coated catheter shape, configuration and principl e s bard ® i.c. Silver foley tray b consists of a balloon catheter, urine collecting bag for closed drainage system, syringe prefilled with sterile water, water soluble lubricant, antiseptic solution, tweezers, waterproof sheet, gauze pads, cotton balls , vinyl gloves and statlock foley there are several types of closed drainage bags . The bag and statlock foley included in the tray will depend on the product. <material > balloon catheter: natural rubber latex; silver coating 2 this product is made with bacti--guard®® silver alloy coating.silver alloy coating. < <sizes of catheters>> available in sizes 8 to 24 every 2fravailable in sizes 8 to 24 every 2fr 1. Foley catheter 2. Accesaccesssoriesories closed drainage bag (the illustration shows one example of typical configurations.shows one example of typical configurations.)) Syringe prefilled with sterile water water soluble lubricant soluble lubricant antiseptics: bardard®® 10% povidone10% povidone--iodine solution iodine solution tweezers gauze pads waterproof sheet cotton balls gloves statlock foley [intended use & effect efficacy] the device is a tray kit product that is used for the purpose of urinary drainage and combines a disposable catheter designed to be placed in the bladder, and a urine drainage combines a disposable catheter designed to be placed in the bladder, and a urine drainage bag.bag. Shaft drainage tube bard ez--lok sampling portlok sampling port cliplips outlet tube [ [directions for use directions for use]] 1. Method of use the device is intende the device is intended for single use only and is not reusable.d for single use only and is not reusable. (1) to secure a to secure a sterile sterile field for the procedure, spread a clean wrapping paper.field for the procedure, spread a clean wrapping paper. (2) place waterproof sheet beneath patient¿s buttocks. (Fig. 1)place waterproof sheet beneath patient¿s buttocks. (Fig. 1) (3) put on sterile gloves. Open tray and place it on the wrapping paper. (Fig. 2)put on sterile gloves. Open tray and place it on the wrapping paper. (Fig. 2) fig fig.1 .1 fig.2fig.2 (4) cleanse the area around the external urethral meatus with the cotton balls cleanse the area around the external urethral meatus with the cotton balls immersed immersed in the antiseptics. (Fig. 3)in the antiseptics. (Fig. 3) (5) lubricate lubricate the distal end of the catheter the distal end of the catheter with water with water--soluble lubricant packaged in the soluble lubricant packaged in the tray.tray. (Fig. 4)(fig. 4) fig.3 fig.3 fig.4fig.4 (6) insert catheter into the urethral meatus, and advance it until the balloon enters the insert catheter into the urethral meatus, and advance it until the balloon enters the bladder bladder and urine flows out through the catheter.and urine flows out through the catheter. Using a syringe packaged in the using a syringe packaged in the tray, infuse the specific tray, infuse the specified volume of sterile water into the inflation lumen to inflate the ed volume of sterile water into the inflation lumen to inflate the balloon. Balloon. (Fig. 5)(fig. 5) fig.5 fig.5 (7) pull catheter to seat the balloon at the level of the bladdepull catheter to seat the balloon at the level of the bladder neck and secure and secure placement.placement. (8) keep the drainage bag below the bladder level without touching the floor keep the drainage bag below the bladder level without touching the floor. . (Fig. 6)(fig. 6) (9) securesecure drainage tube to bed sheet to bed sheet with with clip to ensure that there is clip to ensure that there is neither twist nor neither twist nor kink in the tube. (Fig. 7)kink in the tube. (Fig. 7) 4 fig.6 fig.6 fig.7fig.7 (10) to deflate balloon and remove catheter, insert to deflate balloon and remove catheter, insert a luera luer tiptip (needleless) syringe in t(needleless) syringe in the he inflation valve to allow the water drain spontaneously. After balloon deflation, inflation valve to allow the water drain spontaneously. After balloon deflation, withdraw the catheter while confirming that no resistance is encountered.withdraw the catheter while confirming that no resistance is encountered. <direction for use b <direction for use bardard®® ezez--llokok®® sampling port>sampling port> 1) occlude drainage tubing a minimum of 10 cm be occlude drainage tubing a minimum of 10 cm below the low the sampling port by kinking the ort by kinking the tubing until urine fill tubing until urine fills up to near (slightly above) the the tubing up to near (slightly above) the samplings pport. 2) swab surface of site with antiseptic wipe.swab surface of site with antiseptic wipe. 3) using using aseptic aseptic technique, technique, position the position the needle --lessless syringe (slip syringe (slip--tip type or luer tip type or luer--lock lock type) itype) in the center of the sampling port. The syringe should be held perpendicular to n the center of the sampling port. The syringe should be held perpendicular to the surface of the sampling port. Press the syringe and twist to lock the syringe onto the surface of the sampling port. Press the syringe and twist to lock the syringe onto the sampling portthe sampling port. (Fig. 8). (Fig. 8) fig. Fig. 88 4) aspirate desired volume of urine pirate desired volume of urine. . After sampling, after sampling, detach the syringe. Ensure that the etach the syringe. Ensure that the rubber stem of the sampling port has returned to its original position.rubber stem of the sampling port has returned to its original position. 5) uunkink tubing.nkink tubing. < <how to disconnect catheter from tubing >> c catheter is is prepare--connected to ezconnected to ez--loklok, and , and the the connecting part connecting part isis covered with red seal covered with red seal (tampe(tamper--evident seal).evident seal). Remove the seal by grasping the remove the seal by grasping the tab at the end of the tab at the end of the seal seal and and pullinging along perforations along perforations, and then disconnect the catheter and the tubing using aseptic , and then disconnect the catheter and the tubing using aseptic technique.technique. (Fig. 9)(fig. 9) 2. Precautions for use precautions for use 1) when resistance is encountered in inserting catheter, stop the procedure and inserting catheter, stop the procedure and remove the catheter.remove the catheter. 2) when deflating balloon, do not aspirate with a syringe.when deflating balloon, do not aspirate with a syringe. [The inflation lumen for [the inflation lumen for balloon deflation may be occluded by negative pressure, and as a result the balloon deflation may be occluded by negative pressure, and as a result the catheter cannot be removed.]cannot be removed.] 3) no substance except sterile water should be used to inflate the balloon.no substance except sterile water should be used to inflate the balloon. [If contrast [if contrast medium is used, balloon may burst. If normal saline is used, crystallized salt may medium is used, balloon may burst. If normal saline is used, crystallized salt may occlude the inflation lumen to prevent deflation of the balloon. If air is used, airocclude the inflation lumen to prevent deflation of the balloon. If air is used, air may escape to cause inadvertent deflation of the balloon so that the catheter may may escape to cause inadvertent deflation of the balloon so that the catheter may come out prematurely.come out prematurely. ]] 4)) do not wipe catheter surface with organic solvents such as alcohol.do not wipe catheter surface with organic solvents such as alcohol. 5)) do not aspirate urine through drainage funnel wall.do not aspirate urine through drainage funnel wall. 6)) since movement of since movement of the body, etc. May twist or bend catheter to cause occlusion, the body, etc. May twist or bend catheter to cause occlusion, care should be taken to fix the catheter securely.care should be taken to fix the catheter securely. 7)) when urinary flow cannot be noted, confirm that the catheter is neither occluded when urinary flow cannot be noted, confirm that the catheter is neither occluded nor broken.nor broken. 8)) avoid force on the connecting parts as thavoid force on the connecting parts as they may be accidentally disconnected due ey may be accidentally disconnected due to the weight of the drainage bag etc. And may cause urine spill.to the weight of the drainage bag etc. And may cause urine spill. (9) do not pull or twist the outlet tube. Also, do not squeeze the drainage bag. [The ) do not pull or twist the outlet tube. Also, do not squeeze the drainage bag. [The joint of the drainage bag and the outlet tube may be damaged anjoint of the drainage bag and the outlet tube may be damaged and urine leakage d urine leakage may occur.]may occur.] (10) when disposing of urine, observe the following;) when disposing of urine, observe the following; 1) remove the outlet tube from the housing of the urine drainage bag.remove the outlet tube from the housing of the urine drainage bag 2) lift the green lever to open with holding the outlet tube. Be careful not to pull the lift the green lever to open with holding the outlet tube. Be careful not to pull the outlet tube when lifting the green lever. 3) when disposal of urine is completed, close the green lever and put the outlet tube when disposal of urine is completed, close the green lever and put the outlet tube into the housing.into the housing. (11)(11) when using statlock foley, observe the following;when using statlock foley, observe the following; 1) do not use the st1) do not use the statlock device where loss of adherence could matlock device where loss of adherence could occur, such as with occur, such as with a confused patient, unattended access device, diaphoretic or nonadherent skin.a confused patient, unattended access device, diaphoretic or nonadherent skin. 2) minimize catheter manipulation during statlock stabilization device application and removal.removal. 3) do not use the statlock device for patients showing all statlock device for patients showing allergic reaction to tape or gic reaction to tape or adhesive.adhesive. 4) conduct skin assessment prior to application and repeat daily per facility protocol. 5) the statlock device should be assessed daily and changed when clinically, indicated, at indicated, at least every seven days.least every seven days. 6) after placing the statlock device, allow to dry completely (10e statlock device, allow to dry completely (10--15 seconds) due to 15 seconds) due to alcohol included in skin protectant.alcohol included in skin protectant. 7) use alcohol pads when removal. Do not pull or force pad to remove. 7) use alcohol pads when removal. Do not pull or force pad to remove. [Precautions][precautions] 1. Precautions for use precautions for use (exercise caution when using the device in the (exercise caution when using the device in the following patients)following patients) (1) (1) exercise caution when using the device in patients with high urinary calcium levels exercise caution when using the device in patients with high urinary calcium levels as encrustation on the balloon surface, catheter occlusion or damage may occur.as encrustation on the balloon surface, catheter occlusion or damage may occur. 2. Important precautions (1) (1) when catheter is inadvertently removed,when catheter is inadvertently removed, inspect the balloon and inspect the balloon and shaft of catheter shaft of catheter for rupture, defect, etc. Before inserting a new catheter.for rupture, defect, etc. Before inserting a new catheter. (2) when when any part of any part of the balloon and/or the catheter balloon and/or the catheter is missing, consider removing , consider removing them using a cystoscope.them using a cystoscope. (3) when it is difficult to remove catheter be when it is difficult to remove catheter by deflating the balloon deflating the balloon, , take appropriate take appropriate measures according to the measures according to the section section ¿¿troubleshooting¿¿.. <troubleshooting> when it is difficult to remove catheter by deflating the balloon (expressed as ¿removal¿removal--difficult case¿ hereinafter), take appropriate measures difficult case¿ hereinafter), take appropriate measures according to the follow according to the following ing procedures.procedures. The following two methods are available for removal--difficult cases.difficult cases. A. Non--rupture method (sterile water is withdrawn without bursting the balloon.)rupture method (sterile water is withdrawn without bursting the balloon.) B. Balloon--rupture method rupture method with balloon--rupture method, fragments orupture method, fragments of the ruptured balloon f the ruptured balloon may remain in the remain in the bladder. Therefore, try nonbladder. Therefore, try non--rupture method first.rupture method first. A. Non--rupture method 1) 1) attach luer tip syringe to the attach luer tip syringe to the inflation valve. Inject an additional amount of sterile valve. Inject an additional amount of sterile water into the inflation lumen and pump the plunger.water into the inflation lumen and pump the plunger. 2) 2) if situation would wouldn't be improved with 1), 't be improved with 1), sever the inflation funnel of valsever the inflation funnel of valve. (Fig. 10ve. (Fig. 10) ) fig. 1 fig. 100 3) 3) if situation wouldn¿t be improved with 2), sever the catheter shaft while holding it t be improved with 2), sever the catheter shaft while holding it with forceps so that the distal segment may not be with forceps so that the distal segment may not be drawn in drawn into the urethra. (Fig. 11o the urethra. (Fig. 11)) 4) if situation wouldn't be improved with insert a needle into the inflation lumen and insert a needle into the inflation lumen and pump the pump the plunger. (Plunger. 5) if situation wouldn't be improved with insert a fine steel wire through the infant insert a fine steel wire through the inflation ion lumen of catheter. (Lumen of catheter. B. Balloon-rupture method 1) inject 100-200ml/cc of saline solution warmed to body temperature into the bladder through the drainage lumen, and then inject a large amount of water or 10-15 ml/cc of mineral oil into the balloon through the inflation lumen with a needle to induce rupture. After rupture of the balloon, irrigate the bladder. (Fig. 14) 2) if situation wouldn't be improved with 1), attempt following procedures. A) under the radioscopic observation, infuse a contrast medium into the bladder, and burst the balloon by suprapubic puncture of the bladder. B) in male patients, burst the balloon by puncture with a needle from the perineal (or suprapubic) region or through the rectum under ultrasonographic guidance. C) in female patients, burst the balloon by insertion of a needle along the urethra. 3. Malfunction and adverse events mineral oil 1) malfunction - catheter kinking, damage, rupture catheter kinking, damage, rupture - difficulty or failure to difficulty or failure to remove the device remove the device - occlusion of catheter inner lumens occlusion of catheter inner lumens - encrustation - accidental removal of the device due to leakage of sterile water or balloon rupture accidental removal of the device due to leakage of sterile water or balloon rupture - device damage due to inappropriate use device damage due to inappropriate use 2) adverse events - urinary urinary--tract infection - hemorrhage, hemorrhage, hematuria - allergy reaction to the device allergy reaction to the device - calculus formation calculus formation - edema - pain - discomfort - injury of bladder or injury of bladder or urethra - urethritis, urinary incontinence urethritis, urinary incontinence - retained balloon fragments retained balloon fragments [storage method and expiration date] 1. Storage store in a dry, cool place away from heat, ol place away from heat, moisture , and direct sunlight., and direct sunlight. 2. Expiration date indicated on the direct package and the outer box." H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : the actual/suspected device was inspected.

Event description:
It was reported that confirmation that the foley catheter had been removed after 2 days of indwelling. It was noted that the checked the balloon area revealed a tear.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that confirmation that the foley catheter had been removed after 2 days of indwelling. It was noted that the checked the balloon area revealed a tear.